Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Tissue degeneration related structural deterioration either calcific or non-calcific are common chronic failure modes for this type of bioprosthetic heart valves. The operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcified degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The devices were not returned for evaluation and the device status remains unknown. In this case the information was received through literature article review. Minimal information was received and attempts to get additional information regarding the condition of the devices, patients' medical history or possible comorbidities have been unsuccessful at this time. The root cause remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history records (DHR) were not able to be reviewed as the device serial numbers were not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of the medical article: "mitroflow and perimount magna 10 years outcomes a direct propensity match analysis to assess reintervention rates and long follow-up mortality" by thomas theologou et al (2019), the following events were identified as pertaining to edwards perimount magna valves model 3000: 26 reinterventions due to structural valve degeneration after an unknown implant duration. No additional information was available.